Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer was not present at the time the contact called tandem technical support; therefore, a system check could not be performed to determine a possible cause of the alarm. The impact to the customer's blood glucose level was unknown.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.